Event description:
It was reported that the patient underwent an anterior thoracic fusion for compression fracture t12 utilizing the vertebral spacer. When the surgeon assembled the cylinder and two end plates, the surgeon could not fit one of the end plates with the cylinder properly. While the devices were being implanted at t12, the construct could not be adjusted to the desired height. Per the surgeon, the caudal fixation screws could not be threaded to the end plate either. The surgery was completed with the construct not fully expanded to the vertebral space height, and the fixation screws not attached to the caudal end plate.

Manufacturer narrative:
Device remains implanted. Device return is not possible. We are unable to determine the cause of the event; however, the suspected devices in use are catalog # gxib0200h10 and # gxib0200h11. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.